Event description:
Drip chamber doesn¿t drain well. They say it is the case with almost all the eds3 products. They had do attach a syringe to the collection bag and press air in the system to get the fluids running slowly again. This is a dangerous situation, which can cause infection or a mistake to blow air in the ventricle. Fortunately no adverse events were thereafter detected by patient. Occurred in ICU during after care. On 6/1/2015: did this cause a delays over 30 minutes? No. Is there a serial or lot number you can provide? Item not arrived in the office yet so lot not available yet.

Manufacturer narrative:
Complaint sample was not returned to codman and no lot number was provided; therefore, the an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device was discarded by user facility.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.